Event description:
It was reported that the device had an 'error in line' and was not able to clear. The event occurred during patient use and there was a delay of therapy, and no patient harm/no adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage to the device. There was no evidence in the event history log. Functional testing was able to replicate the reported issue. The most probable cause was determined to be an inoperable air detector. The air detector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.